Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 36 mg/dl. Customer's current blood glucose is 110 mg/dl. Customer woke up with a blood glucose of 170 mg/dl and ate food. Customer bolused 25 units for 50 grams of carbs. Customer stated that her blood glucose went down to 36 mg/dl and she had apple juice but it barely budged. Customer had more apple juice and her blood glucose is now 110 mg/dl. Customer stated that has been experiencing low blood glucose for about 2 hours. Customer stated that the drive support cap appears normal. Customer went for a 25 minute walk, which is part of her routine, and she did not correct for the blood glucose reading of 170 mg/dl. Customer was advised to speak with her health care professional regarding the low blood glucose and to monitor the pump.